Manufacturer narrative:
One 8.5f fast-cath introducer sheath was received for evaluation. The dilator and guidewire were also received. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the distal face of the seal, on both edges of the seal slit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following insertion into the patient, a leak was noted from the valve of the introducer. Another sheath was used to complete the procedure with no adverse consequences to the patient.